Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calclified left common iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 15 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed without any issues noted and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.